Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The exact cause of the pvl and subsequent hemolysis is unknown but may be due to the mechanisms above, such as cardiac remodeling. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the (B)(6) tavi case registry, hemolytic anemia due to paravalvular leakage (pvl) was observed approximately 5 months post transfemoral tavr procedure with a 26mm sapien xt valve. Three (3) days after diagnosis, percutaneous pvl closure was executed. The amount of pvl was decreased. Hemolysis was decided to be monitored. The outcome was determined as in remission. Per the medical opinion, the event was determined as related to the device. Seriousness was reported as not serious.